Event description:
Customer complaint - limited data available. The customer experienced grossly inaccurate readings. They received numbers that were in a stroke range but when taken manually their blood pressure levels were normal.